Event description:
During the initial implant procedure, a helix anomaly occurred on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.